Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the manufacturing representative saw short impedances. Rep reported that when he used electrode 3 as reference, then electrode 4 would be less than 50 ohms and when electrode 4 was used as reference then 3 would should less than 50 ohms. Rep ran impedance at .70 volts. Rep met with the patient to do normal programming when she noticed the short today. Patient had off label motor cortex implant. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the short was not determined. No further complications were reported/anticipated.